Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that, on (B)(6) 2013, following predilatation a 3.5x18mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, the patient had been hospitalized for chest pain lasting 3 hours. Restenosis was noted at the bvs implantation site and another percutaneous intervention was performed, placing a stent in in the distal lad, within the proximal lad target lesion bvs site. The event resolved without sequela and on (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided regarding this issue.